Event description:
The facility reported to baxter territory manager, an infusion pump with underinfusion. Reportedly, 2006 the hospital had an incident of incorrect dose on an infusion being run on their colleague cx single channel infusion pump. Heparin was infusing. The dosage prescribed and concentration are unknow. The pump was checked at 2015 and the rate was 51 cc/hr, when giving patient meds at 2130 pump was noted to be running at 25 cc/hr. The potential root cause was logged in their incident report as "device problem". The clinical significance was noted as minor, action taken was that the pump was taken out of service and infusion restarted. The incident report was reviewed by the physician, nurse manager, and pharmacist. Their report was closed off on may 2, 2006. It was also noted that the pump did not have its programming locked, the patient was in a power wheelchair, also on telemetry (hp/philips system), pump was attached to the IV pole/02 tank holder on wheelchair. Patient was mobilizing all over hospital. There was no reported patient injury or medical intervention.

Manufacturer narrative:
Baxter requested the pump for evaluation. According to the quality specialist, "the colleague pump will be evaluated at technical services centre where it will also be upgraded accoring to the colleague deployment plan. The pump will not be shipped to the us. The evaluation report/event histories will be forward to you when available, as well as any further information we receive".review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under mdq-CAPA-164.